Event description:
It was reported that the patients right ventricular (rv) lead was found to have no capture at max output. Fluoroscopy revealed the lead had perforated the rv apex. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5086mri45, lead; implant: (B)(6) 2014. (B)(4).